Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation with rapid ventricular response. Also, noisy signals and right atrial undersensing were found in an episode of pacemaker mediated tachycardia (pmt). Technical services recommended further review. This product remains in-service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.